Event description:
It was reported that the patient did not have stimulation sensation. The patient had an MRI on (B)(6) 2014 and had set her stimulator to MRI compatible. The patient thought she programmed it back to stimulating after but had not felt any stimulation since. The patient did see the ¿stim on¿ icon and her settings. It was explained that since the patient was seeing the therapy screen and it was showing stimulation was on, then she was getting therapy but may need to adjust the programming. The patient did not need assistance with programming. It was further reported that the patient was still having concerns with their device/therapy but hadn¿t sought further help. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).